Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the device was unable to cross the lesion. Access was obtained via the radial artery. The target lesion was located in the severely tortuous, severely calcified, 90% stenosed distal circumflex. The 2.5x32mm taxus liberte stent was unable to cross the lesion. The procedure was completed with balloon angioplasty only with no pt complications. The pt was reported to be good post procedure. Analysis of the returned device revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Three of the struts on row 4 were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).